Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the fast-fix t1 was successfully deployed, after that, t2 could not hang on the meniscus, therefore the doctor fastened the t2 inside the meniscus by knot pusher, then it fasten the thread off with a knot. Both of ts remained in the patient. T1 was through and attached with the articular capsule. T2 was attached to the meniscus by pulling the suture tight. The procedure was successfully completed without a significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4). H3, h6: the reported device was received for evaluation. A visual inspection found that the suture and both anchors were not returned. The depth limiter button was not in the default position. The actuator tip was in the t1 position. A functional evaluation revealed that the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors, which could have contributed to the complaint event, include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.